Event description:
It was reported that the lead impedance has trended down the past two years. It was also noted that a polarization change took place. The lead remains in use. No patient complications have been reported as a result of this event. It was reported that the lead impedance has trended down the past two years. It was also noted that a polarization change took place. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.